Manufacturer narrative:
Philips service replaced the repl. Kit ethernet switch r/m/k cab, hard disk spare part and reseated grabber cards. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the flexvision pc grabber card failed, causing system lockup and boot failure on a allura xper fd20 biplane. The clinical use of the system was outside of use. There was no reported patient or user harm.